Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the balloon on the btt short port on the vasoview hemopro 2 was initially inflated as well as the vein; however, when the pa proceeded to cut the branches the vein deflated because the silicone balloon did not stay inflated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determined whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).